Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection and thrombosis are listed in the xience xpedition 48 everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that pre-dilatation was performed on the mid left anterior descending (mlad), 90% stenosed lesion. A 2.75x48mm xience xpedition stent was implanted. Following, an edge dissection occurred and an embolic thrombus was noted. Another xience prime was implanted as treatment. There was no additional adverse patient sequela and no clinically significant procedural delay. There was no additional information provided.